Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary vessel. A 2.25x12mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesio and the stent was also lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.